Event description:
Caller alleged discrepant high inratio inr results in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014, inratio inr: 6.9, 4.0 and 3.0, laboratory inr: 1.7. Therapeutic range: 2.0-3.0. The time between inratio testing was approximately ten (10) minutes; time between inratio and laboratory testing was one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.